Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low rectum resection, on the rectum, the first stapler was able to fire, there was a partial staple formation, the staple line was incomplete proximally. The second device which was an open stapler's blade broke into the tissue. The third device which was a circular stapler partially cut the tissue and the device was applied over a previous staple line. They used a suture to oversew and fix the staple line and complete the case.